Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during the first follow up appointment the patient was not able to understand any auditory information. The patient reports of no auditory percept on electrode channels 7-12. The patient was re-fitted during this appointment, and the clarity had improved much after the mapping changes. In addition to poor sound perception the patient also complains about dizziness and imbalance. Diagnostic imaging was recommended.